Event description:
It was reported the patient presented to the emergency room. Cardiopulmonary resuscitation (CPR) was performed after which the patient's blood pressure began to drop. An echocardiogram showed the right ventricular lead had dislodged and perforated through the right ventricle and out the pericardium. The right ventricular lead was explanted and replaced after the right ventricle was repaired. The patient was stable in the intensive care unit (ICU) until passing away.